Event description:
The ivus catheter would not display an image after multiple flushes. The catheter was removed and replaced with another of the same with no harm to the patient. Manufacturer response for ivus catheter, (brand not provided) (per site reporter) mfg notified by site.